Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is currently underway. The reported problem (check belt messages, "no rate" messages) was confirmed. Upon investigation both the front-to-back and side-to-side ECG channels of the belt were flat-lined and not producing a signal. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of root cause analysis. No adverse event resulted from the defective electrode belt. The pt was fitted with a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check belt messages and "no rate" messages. The pt was issued a replacement electrode belt.